Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was not able to fill reservoir. The blood glucose value was 190 mg/dl. Customer stated that the displacement test was failed. The product will return for the analysis.

Manufacturer narrative:
Device failed the force sensor test due to faulty force sensor.